Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/22/2013 and has no previous repair history at zimmer surgical. Evaluation of the device observed that the ratchet gear was stuck to the roller and could not be removed. The knurled roller extension was not flush with opposite side of the ratchet, indicating that the ratchet was not properly seated to the roller. Upon removal of the ratchet gear from the roller, excessive galling of the right end of the roller was observed. Prior to repair, the test mesh passed and the device was within calibration specifications. Repair of the device included replacement of the roller, ratchet gear and shoulder bolt. Improper handling by the user likely caused the knurled roller extension was not flush with opposite side of the ratchet and the excessive galling to the right end of the roller, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher wrench is getting stuck on wheel. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.